Event description:
Pt experienced a gradual onset of increased pain and swelling on the right side of their neck where pt's vp shunt is located. Shunt infection positive for strep sanguis, after several days of antibiotics pt was taken to surgery for shunt removal and reinsertion.